Manufacturer narrative:
During quality testing, the customer's complaint was confirmed; the device overheated. Further investigation revealed corrosion damage to the bearings, the motor and other component parts. The parts were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.

Event description:
A stryker core micro drill was sent in for repair due to overheated during testing. There was no pt involvement; no adverse consequence was associated with the event.